Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the (B)(4) faciilty that a package with a break-through hole on the tyvek was found during (B)(4) labeling process.